Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) confirmed that this has been a gradual increase over time. It was also noted that the patient is scheduled for a device replacement procedure next month; therefore, ts recommended following physician guidance regarding management of the lead. No adverse patient effects were reported. This lead remains in service.